Event description:
It was reported to philips that ECG wave was not appearing. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device is evaluated remotely. Based on the results of the analysis, it is confirmed that customer used non-philips accessories which caused the device problem. Information provided to customer and no-follow up requested.

Event description:
This report is based on information provided by philips service engineer and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that ECG wave is not appearing. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.